Manufacturer narrative:
Additional information: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. One unopened soft tip cannula was received for evaluation. The sample was visually inspected and was found conforming. In order to determine whether the soft tip cannula was dimensionally capable of fitting through a trocar, the cannula was tested using a test trocar cannula that conforms to dimensional specifications; soft tip cannula was able to fit through the test trocar cannula. The soft tip was then dimensionally tested for cannula ID and was found conforming. The returned sample was found to be conforming, therefore the defect as described in the complaint cannot be determined from this evaluation. A root cause cannot be determined for the complaint as described by the customer. No action was taken as the soft tip was manufactured to specifications. These complaints are reviewed and monitored at regular intervals for future trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there were multiple occurrences associated with the 25 gauge soft tip becoming stuck in the valved entry system. The tip had to be cut out and the customer confirmed use of different product. There was no patient harm. Additional information and product sample have been requested.